Manufacturer narrative:
Concomitant medical products: (4) 2000e7d, therapy date: (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that excessive force is required to connect luer slip syringes to the needle free valve otherwise they "pop out". The information provided also indicates that when disconnecting the syringe after having drawn blood from an arterial line, blood sprays onto the user from the valve. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Additional information: no product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.